Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed replace battery now alarms, power loss alarms, and low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected replace battery now alarms, power loss alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was unknown. Customer reported that she is not getting a low battery message she is only seeing the replace battery message. Customer notice that she was not alerting low battery pump alerts she is actually only getting replace battery less than 30. Customer advised that she starts out green there is no yellow but straight to red appears. Customer is advised this pump will need to be replaced and she has been asked to upload as well. Customer needs help with uploading to carelink and is using (B)(6). Customer also has the bayer meter. The insulin pump will be returned for analysis.